Event description:
Baxter reported that a crack was found at the pt adaptor on a transfer set and leakage was observed from the crack. The actual sample is available for evaluation. There was no pt injury or medical intervention.